Event description:
Sales rep. Reported that: "product code (B)(4) was not giving an accurate icp reading. The reading was over 120 mmhg, which is extremely high. They did not explant because they still used the device for csf draining." They used other means of monitoring as a result. On (B)(4) 2012, the sales rep. Informed that on (B)(6) 2012, the monitoring and csf drainage was discontinued, and the device was removed from the patient. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing / inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the sensor or connector. Catheter received in a drainage tube. Drainage tube, catheter, and internal wires broken into two pieces. Internal wires exposed and broken. No testing was possible. Based on the above evaluation it appears that the device was inadvertently damaged during use. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.